Event description:
The user facility reported that, the device is not cutting the skin smoothly and it chews up the skin graft. There was no patient injury reported.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation.